Event description:
It was reported the patient felt a ¿shocking sensation¿ while in the classroom. The patient was reported to be in close proximity to a promethean board at the time of the event. Device interrogation was performed and the implantable pulse generator (ipg) was found to be functioning normally. In office testing was unable to replicate the sensation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4968-25 lead, implanted: (B)(6) 2002. (B)(4).